Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer getting into a swimming pool while still connected to insulin pump. Customer reported that as a result, insulin pump received an unexpected restart alarm, pump had a constant tone and was vibrating. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on electronic assembly. Moisture damage was also found on the motor assembly. No damage on keypad traces noted. Unable to verify unexpected restart alarm, keypad anomaly or to perform functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to blank display. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and scratched reservoir tube window.